Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(4) 2017. The patient's weight at the time of the event was unknown. The patient's gender was male. The serial number of the catheter was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. The pump was returned, and analysis found no significant anomalies. The catheter was returned, and visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. A leak was identified. Initial patency testing found the catheter to be occluded. The occlusion broke loose during the decontamination process and passed subsequent patency testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving saline via an implantable pump for an unknown indication for use. It was reported that the patient could hear a critical alarm going off on his pump and he was "getting very scared". The patient heard the alarm, but did not know it was coming from the pump until he was around people and they pointed it out to the patient. It was confirmed that the patient had heard the critical alarm and had also heard another alarm recently, but the patient did not know if it was a different alarm of the critical alarm "just recently" going "into a different frequency". It was noted the patient did not feel like he missed a refill date. The patient had not been using his pump because he "was drugged up on pain medication and it wasn't what they wanted to accomplish", so they cut it down. The patient had saline put into the pump with all settings set all the way down in (B)(6) 2016 so that "air was not being pumped in". It was noted the patient did not currently have a doctor who managed the pump and it would take some time for the patient to be able to get in to see the doctor he was referred to. The patient had gone to the emergency room (ER) on "friday" to address the alarms, however the patient was redirected to the manufacturer. It was also noted that the patient did not believe there was dilaudid in the pump. The patient had been trying to resolve the issue for the last ten days. It was also reported that there was an issue of discomfort in his back where the catheter was located, specified as "where the scar is" and the patient knew where the catheter was due to having it installed. The patient did not know why, but he was having a sense of uneasiness and it was not comfortable. The issue was in the lower back on the left hand side. It was stated that with the complications of something that I have been told and we are trying to figure this out, "it kind of scared the shit out of me". The issue with the catheter was noted to have occurred about 5-7 days ago. No further issues were reported or anticipated. Additional information was received from the healthcare professional (hcp) on (B)(6) 2017. The pump and partial catheter were returned to the manufacturer for analysis. The device was explanted on (B)(6) 2017. The patient was not in a clinical study, the device was used with/in a patient for treatment, there was no patient death, there was no patient injury, and the patient recovered without sequela. The reason for device removal was ¿patient request,¿ and the ¿patient no longer using pump for pain control.¿ there were no further complications reported/anticipated.